Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer straightened the tubing and the alarm was cleared. Insulin delivery was resumed. The customer thought that the tubing may have been kinked. As the occlusion alarm was not occurring at the time tandem technical support was contacted, troubleshooting to confirm the cause of the occlusion was unable to be performed. The customer's blood glucose level was not impacted.